Event description:
Boston scientific received information at a follow-up appointment that this patient experienced tiredness. The right ventricular (rv) lead was not sensing or pacing. Additionally, the impedance measurements were greater than 2000 ohms. An x-ray was performed and confirmed a lead fracture. As a result, a revision procedure was scheduled. Information was later received that during the revision procedure, it was noted this lead was severed. One portion of the lead was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The anode and cathode conductor coils are fractured 301mm from the terminal pin. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region.